Event description:
Patient came into the hospital for a new lv lead. The old bipolar boston scientific is-1 lv lead was not functioning. The physician tried utilizing a quadripolar lv lead but was unable to get the lead in the desert branch. After multiple attempts the physician decided to utilize left bundle pacing. However, that turned out unsuccessful as well. The physician will bring the patient back in at a later date to implants leads and device. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".